Manufacturer narrative:
All of the buttons functioning properly on the insulin pump. However, corrosion was found on the keypad traces. No unexpected numbers ramping or scrolling noted during testing. The device had moisture damage on electronic assembly. The device had cracked reservoir tube lip, minor scratches on the display window, cracked case at display window corner, cracked battery tube threads, missing end cap sticker, and cracked case at reservoir tube window corner. (B)(4).

Event description:
Customer reported via phone call, the insulin pump was accidently exposed to water and the buttons weren't working, it continued to scroll. The device was damaged on three sides of the screen: top right, top right, and bottom left corners. Customer's blood glucose was 546 mg/dl at the time the device was expose to the pool water. Fluids were located under the lcd display. Customer was advised to discontinue use of the device, revert to back up plan, and the device need to be replaced. She agreed to return the device for analysis.